Event description:
The rptr indicated that during a pacemaker implant, the pt experienced seizures and no underlying rhythm. The device was disconnected and a psa (pacing system analyzer) was used to pace the pt.

Manufacturer narrative:
The device was subjected to electrical/mechanical function, environmental stress testing and connector dimensional analysis. Normal pacer operation was observed. The unit is operating within a new pacer specs.